Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer for evaluation; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that during treatment for a basilar artery apex aneurysm, a 6f neuromax guiding sheath and a sofia catheter were used together with the via 21 microcatheter. After initial placement of the catheters, there was a pause in fluoroscopy and upon resuming fluoro, digital road mapping images demonstrated movement of the via catheter. Subsequent angiography demonstrated contrast extravasation from the dome of the aneurysm with resulting subarachnoid hemorrhage. Heparin was reversed and the via 21 was removed and replaced with an sl-10 microcatheter, and an occlusion balloon was positioned in the basilar artery to prevent blood flow to the aneurysm. Embolization coils were then deployed in the aneurysm and subsequent angiography confirmed that bleeding had stopped. An external ventricular drain (evd) was inserted to relieve/monitor intracranial pressures. It was reported that patient had no stroke, but had significant edema in the brain. The patient was taken to the ICU and has been kept heavily sedated since the procedure to prevent patient movement and brain swelling.